Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac), a non-penumbra sheath, a non-penumbra guide catheter, a non-penumbra microcatheter, and a guidewire. During the procedure, the physician advanced the swiftpac into the target vessel using the microcatheter, guide catheter and sheath. After packing the first centimeter of the swiftpac, the physician noted pushback and limited stability of the guide catheter positioned in the aortic arch. As packing continued, increasing resistance was encountered, followed by a lack of visible forward movement of the swiftpac. The physician then observed that the swiftpac had unintentionally detached. Attempts to push the detached swiftpac further into the target vessel were unsuccessful. An aspiration attempt using a syringe was also unsuccessful. A snare device was then used and the physician was able to retrieve part of the detached coil. Under angiography, it was unclear whether the remaining material visualized represented part of the swiftpac. For comparison, a demonstration coil was opened, stretched, and placed in a subsequent angiographic image. The procedure was completed by placing additional penumbra coils in the other branch of the mma. The patient was prescribed acetylsalicylic acid (asa/ass) therapy for six months. There was no report of an adverse effect to the patient.